Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a long charge time and charge time out. No changes were reported. The patient status was stable.